Manufacturer narrative:
The serial number of the gore® cardioform asd occluder involved in this event is currently unknown. We have reached out to our company representative for additional information. It also appears device remains implanted. Therefore, an evaluation on the device cannot be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that in (B)(6) 2024, a 44 mm gore® cardioform asd occluder was selected to treat an atrial septal (asd) with the patient previously having experienced a stroke. On an unknown date, follow up imaging identified a residual defect. During a reintervention performed (B)(6) 2025 a 25 mm gore® cardioform septal occluder was implanted into the residual defect for closure.

Event description:
It was reported to gore that on (B)(6) 2024, a 44 mm gore® cardioform asd occluder was selected to treat two atrial septal defects (asd) with the patient previously having experienced a stroke. Reportedly, the second asd was noted to still be present after implantation and that it still would require treatment. It was therefore decided to review follow-up echo imaging as a basis to determine the timepoint for follow-up treatment after the device had endothelialized. During a reintervention performed (B)(6) 2025 a 25 mm gore® cardioform septal occluder was implanted into the residual defect for closure. Having reviewed the reported information, gore decided that due to the intentional watch-and-wait approach, the implant of the 25 mm gore® cardioform septal occluder does not constitute a reintervention in the sense of resolving a product malfunction or serious injury as there was no allegation on the 44 mm gore® cardioform asd occluder. The reported information indicates that the reportability criteria are not met and is therefore retracting this report.

Manufacturer narrative:
Additional manufacturer narrative: this report contains changes to previously submitted information. B5, describe event or problem: updated. D4: updated. D6a, if implanted, give date: updated. H4, device manufacture date: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect: clinical code: replaced e0625 with e2403. H6, health effect: impact code: replaced f1901 with f26. H6, medical device problem code: replaced a26 with a010103. H6, component code: replaced code g07003 with g04088. Added g04027. H6, type of investigation: added b20. H6, investigation findings: replaced c21 with c19. Code c19: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. H6, investigation conclusions: replaced d16 with d14. Gore has reviewed the reported information. Having received the initially reported information, it was gore's understanding that on (B)(6) 2024, a 44 mm gore® cardioform asd occluder was selected to treat an atrial septal defect. Additional information received however clarified that the device treated two atrial septal defects, with the physician being aware that post treatment, the device had not covered the second atrial defect. Therefore, the physician decided to intentionally take a watch-and-wait approach to resolve the right point in time for follow-up treatment to be established at device endothelializion. However, this does not indicate an allegation on the device as it did not cause or contribute to a product malfunction or serious injury. Gore has therefore determined that the reportability criteria are not met and is therefore retracting this report. This report is associated with MFR# 2017233-2025-06390 (gore ref# (B)(4)).